Event description:
Additional information received reported that the patient had a "kub" x-ray on (B)(6) 2012, and the results of the x-ray would be discussed with the patient on (B)(6) 2012. It was unknown what the issue was with regard to the device. The patient complained of the device not functioning correctly. There were "issues with stopping and beginning to void again."

Event description:
Additional information received reported that the lead was explanted in (B)(6) of 2013. The device was replaced. It was stated that the patient 'couldn't feel anything when stimulation was turned up'. A lead breakage was reported. There was no patient death, and no patient injury.

Manufacturer narrative:
Analysis of the lead (lot # v681747) found that the lead body had been broken at or near the tines. Conductors 0, 1, 2, and 3 were broken near the #3 tine.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# v681747, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect since (B)(6). The patient indicated that there was no known accident or incident related to the change in the therapy. Additional information indicated that the patient did not show up for his appointment at the physician's office, to have this loss of therapy addressed.